Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that sensor cannula was broken and was still located in the body. Customer¿s blood glucose was unknown. Customer stated that sensor was updating during more than 3 hours just after the end of initialization and had sensor signal not found alert. Sensor will not be returned for analysis.